Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 250 mg/dl. Customer was leaving an appointment when the alarm occurred and was able to clear the alarm. Customer stated the device did not have moisture exposure. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to flattened all buttons dome switch. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.